Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had dripping of insulin during set change. The customer's blood glucose level was 70 mg/dl at the time of the incident. The customer suspended the insulin pump as she was going low. The customer was not alleging the insulin pump was over delivering. The insulin pump will not be returned for analysis.